Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, pneumothorax was observed. It was treated with placement of a pigtail catheter and then a french chest tube. After, decreased r-waves and decreased pacing lead impedance were observed. It was noted that the patient complained of pain. X-ray revealed perforation. It was noted that during the pneumothorax solution, lead was pressed down causing the perforation. The lead was repositioned and remains implanted. The patient will be followed normally.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that lead dislodgement was also noted.